Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the left ventricular (lv) lead had failed to capture. Programming changes were made to inactivate the lv lead. The patient was in stable condition.